Event description:
The customer stated that the insulin pump was dropped in the swimming pool and water got inside the reservoir compartment. The customer also stated that the insulin pump alarmed button error. The customer was unable to clear the alarm as the buttons were not responding. The reported blood glucose reading was 298 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was noted on the electronic assembly, motor assembly and keypad assembly. A cracked reservoir tube was also noted during visual inspection.